Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) minicaps had inadequate iodine on the sponges. The minicaps sponges appeared to be dry and were discovered prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured between 07/13/18- 07/19/18. Five (5) actual samples and one (1) companion sample were received for evaluation. Visual inspection was performed with no issues noted. The presence of iodine was detected on the minicap samples received for evaluation. The minicap samples met the povidone iodine weight checks. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.